Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G4: premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that a balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.